Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 105"admin set 20dp, w/2 y site, cv clmps had backflow. This occurred on 2 occasions. The following information was provided by the initial reporter: it was reported by the customer that the primary set was backflowing into the secondary set.